Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with tumescent infiltration pump. The customer states their new tumescent pump will not shut off. Customer tried several times to shut the pump down during surgery.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.